Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
Info was received that reported a pt was hospitalized sometime in 2008, due an incident of hyperglycemia. The reporter stated the paramedics were called when the pt's blood glucose became elevated and the pt was unresponsive. Upon admission to the hospital, the pt's blood glucose was >800. At the hospital and was treated with IV fluids and insulin. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.